Event description:
I have had multiple deflation's of mentor implants over the last six years. Most recently replaced in 2009 -implants were only 1 week old- just ruptured all of a sudden while watching tv. Twice this has happened while just sitting around. Doctor's office reported that the implant "just had a hole in it"! Thus another surgery for me, and another risk of being put to sleep to repair this ongoing defect with these implants. Given the reports of quality control and flea infestation problems in the past, I wonder why this company is continually allowed to play around when it comes to quality of control in the thickness of this implant. Obviously mine has a thin spot which made it develope the hole. How many more people have this problem? How many will endanger their life by having to be put under to replace this problem? I survived breast cancer, must I keep having defective products placed in me and going through this time after time to just look normal again? Diagnosis or reason for use: breast reconstruction -breast cancer-.